Event description:
It was reported a leak in part of the device. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refu3822 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in spain.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed but the exact cause remains unknown. One 4 fr powerpicc catheter was returned for evaluation. The catheter length was measured to be 30 cm. The video sample was of an implanted s/l powerpicc catheter. When the catheter was flushed with a clear liquid, a spraying leak was observed emanating from the catheter and corresponded with the condition of the returned sample. The catheter was flushed and pressurized with water and a leak was observed to emanate at the proximal end of the catheter near the winged hub. Microscopic observation of the leak location revealed multiple circumferential splits in the tubing. The splits were located in proximity and appeared to be concentrated where the usage residue is present on the catheter surface. The splits appeared to have a 'cracking' texture pattern. The catheter was cut near the proximal end of the catheter in order to measure the catheter outer diameter and wall thickness. The dimensions were found to be within manufacturing specification. Based on the condition of the returned sample, possible contributing factors include repeated kinking leading to material fatigue and exposure to incompatible cleaning solvents leading to material degradation. Since a leak was observed to be present at the proximal end of the catheter, the complaint is confirmed; however, the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported a leak in part of the device. No other information was provided.

Event description:
It was reported a leak in part of the device. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed but the exact cause remains unknown. One 4 fr powerpicc catheter was returned for evaluation. The catheter length was measured to be 20 cm. The video sample was of an implanted s/l powerpicc catheter. When the catheter was flushed with a clear liquid, a spraying leak was observed emanating from the catheter and corresponded with the condition of the returned sample. The catheter was flushed and pressurized with water and a leak was observed to emanate at the proximal end of the catheter near the winged hub. Microscopic observation of the leak location revealed multiple circumferential splits in the tubing. The splits were located in proximity and appeared to be concentrated where the usage residue is present on the catheter surface. The splits appeared to have a 'cracking' texture pattern. The catheter was cut near the proximal end of the catheter in order to measure the catheter outer diameter and wall thickness. The dimensions were found to be within manufacturing specification. Based on the condition of the returned sample, possible contributing factors include repeated kinking leading to material fatigue and exposure to incompatible cleaning solvents leading to material degradation. Since a leak was observed to be present at the proximal end of the catheter, the complaint is confirmed; however, the exact cause remains unknown. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Each product from the implicated lot is leak tested and no deviations, non-conforming material, or rejections associated with the reported event were noted during the inspection of this lot. H3 other text : evaluation findings are in section h.11.